Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that for the last 2 years, patient hadn't been getting good symptom control and having loss of symptom control. Patient had lost their programmer and got a replacement the day prior to the report however was getting poor communication. They stated that the programmer was unable to communicate with the ins, and that it would not communicate with or without the antenna. During the call, the programmer was showing poor communication. It was recommended that patient follow up with their healthcare professional (hcp) to have device checked. Patient didn't have a current managing physician so a list of doctors were sent out to patient. On 2019-01-11 additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported in 2019 their implant was not working anymore and that they already spoke with the manufacturer and did troubleshooting. The patient noted they manufacture advised them they may need to have a revision surgery. The patient confirmed they had their programmer and it was working, but it would just not connect with the implant. The patient planned to connect their healthcare professional (hcp). On 2019-jan-22 additional information was received from patient. It was reported that patient hasn't notified a managing physician as they have moved. The implant had stopped working and was not responding to the programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that there was no circumstances that led to stopped working, it just stopped working and there were no steps taken to resolve that reported issue.